Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. (Calculated from the date when the system controller was issued to the patient.). The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to the ER after experiencing low speed operation alarms for approximately 12 minutes, and pump off alarms. Log file analysis confirmed the alarms. The patient¿s system controller was exchanged. The patient was asymptomatic during the event and was not admitted to the hospital. No additional information has been provided.

Manufacturer narrative:
A review of the log file retrieved from the returned system controller confirmed the report of low speed operations and pump stoppage. The log file contained approximately 22 hours and 42 minutes of events, recorded from (B)(6) 2016 06:52 pm to (B)(6)2016 05:34 pm. Numerous speed reductions below the low speed limit were captured during the first 12 minutes. On (B)(6) 2016 at 07:04pm, the data recorded revealed that the speed decreased to 0 rpm. The atypical speed reductions were accompanied by elevated power levels (10-25.0 watts), decreased flow estimation values of 2.6 lpm and increased average pi of 6.5-9.8. Following the speed drop to 0 rpm, the system recovered to the desired set speed, the recorded power decreased to 5.8-7.5 watts range, the average pi decreased to range of 4.6-5.5 and the flow estimation increased to 5.0-8.0 lpm range. The returned system controller was functionally tested and was found to operate as intended. A full functional test was performed and the system controller passed all test steps. The returned system controller operated for an extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. The root cause of the reported event captured in the retrieved log file could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.